Manufacturer narrative:
Additional information was received on july 25, 2022. In addition to the issues reported initially, the patient also experienced right sided capsular contracture. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 550cc mentor memorygel breast implant (left) and a 500cc mentor memorygel breast implant (right) experienced left sided baker grade IV capsular contracture and right sided paresthesia post procedure. As a result, an explant and left sided replacement with a mentor 550cc gel implant was performed was performed on (B)(6) 2021. The patient is fully recovered. The left sided capsular contracture was reported initially under 1645337-2021-10685 on september 23, 2021. On september 30, 2021 mentor received additional information and initial awareness of the bilateral issues. This report relates to the right prosthesis.